Manufacturer narrative:
Correction: e.2;g.2 the device has not been returned to service, therefore customer¿s reported problem cannot be confirmed. The proximate cause of the customer¿s reported issue cannot be determined. A review of the device history record showed the device had a manufacture date of 04oct2018.the review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 133.6080 for a damaged logic board. There was no patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 133.6080 for a damaged logic board. There was no patient involvement.